Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, we the technician confirmed that the operation channel (primary) buckled, the suction channel buckled, the lcb distal cover glass cracked, the insertion flexible tube leak, the remote control button(1) cut, and the light guide cable cut; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).